Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, replace battery now confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, cracked case at battery tube side and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. It was reported that customer was assisted with troubleshooting. Customer's blood glucose was 123mg/dl at the time of incident. It was reported that the alarm occurred less than four hours from low battery alarm. It was reported that the battery cap was in okay condition. It was reported that this was the second occurrence. The insulin pump was returned for analysis.